Event description:
The 5mm 24f rollerball was placed in the resectoscope by the surgeon. As he pulled it out from the resectoscope, the rollerball separated. The device didn't touch the pt. The device was placed in a red biohazard bag, then to be reported. A new 24f 5mm rollerball was given to the surgeon. Surgery resumed and pt remained safe throughout the procedure.